Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was backflow of patient blood through the set connected to the product. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood backflow during use of a clearlink system continu-flo solution set. This occurred during patient infusion with magnesium running at 25ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.